Event description:
It was found through implant sheets that patient was revised. (B)(6) 2013, the sales rep confirmed that the patient was revised due to an infected hip.

Manufacturer narrative:
Additional devices listed in this report: cat # 6020-2530, lot # 19155801, description: accolade 132 size 2.5; cat # 6565-0-136, lot # 18905701, description: alumina v40-femoral head 36mm, +0mm nk; cat # 542-11-52e, lot # 0rlmjd, description: trident psl ha cluster 52mm; cat # 2030-6525-1, lot # 417mad & 92jmma, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis due to hospital policy. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was found through implant sheets that patient was revised. On (B)(6), 2013, the sales rep confirmed that the patient was revised due to an infected hip.